Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02424 pertains to the first nephromax balloon and manufacturer report # 3005099803-2017-02425 pertains to the second nephromax balloon. It was reported to boston scientific corporation that two nephromax balloons were used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6)2017. According to the complainant, during the procedure, when the renal fistula was dilated, the balloon ruptured. They used a second device and the same event occurred. The procedure was completed with a different device. There were no reported patient complications as a result of this event.